Event description:
It was reported to philips that the device's image disk was full, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full. The fse restored the database to resolve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.